Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two openings on the posterior side assessed, as fold flaw opening and one opening on the posterior side assessed, smooth opening. Additional observation: crease observed, on the device. Wear abrasion observed, on the device. No penetrating nick (stress marks). No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.